Event description:
It was reported that the insulin pump did not alarm the customer that it was still suspended and customer woke up with high blood glucose. Customer's blood glucose was 453 mg/dl. Customer treated high blood glucose with insulin pump. The issue was resolved upon troubleshoot. The insulin pump passed self test and tone test. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.